Manufacturer narrative:
MDR . / initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event with two infusion sets where infusion set leaking at insertion site on (B)(6) 2026 and patient reported high blood glucose levels of 500 mg/dl and treated with multiple daily injections.